Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation and exchange due to patient¿s concerns with the product. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data. Clarification to device info. (D.4): mcghan. Based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to observed as it is a medical event not related to the device. Deflation: observed opening device in the anterior side assessed as fold flaw opening. Additional observations: white calcification observed outer device. Yellow biological tissue observed outer device. Creases observed on the device. Observed wear abrasion on the device.

Event description:
Healthcare professional reported a left side deflation and exchange due to patient¿s concerns with the product. Device has been explanted and replaced.